Event description:
It was reported to medtronic neurosurgery that physician examined the patient several days after the valve had been implanted, and determined that it was not draining properly. The report states that a revision surgery had been scheduled, and that the device will be returned after it has been examined by the hospital. According to the report, the patient had not been adversely impacted by the device performance apart from the need to undergo an additional surgery.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon and preimplantation testing. However, it did not meet the requirements for leak, reflux, and pressure-flow testing due to tears in the exterior silicone surface above the proximal occluder and in the top membrane of the delta chamber, as well as the presence of proteinaceous debris within the valve. It is unknown how or when this damage occurred. The IFU that accompanies the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system.¿ also, proteinaceous debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).